Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that after 2.5 months of implantation, the ins status was end of service (eos). The ins will be replaced in september. It was noted the lead was placed in peripheral for back pain. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis information -- 2018-11-09 10:59:43 cst pli# 10. Product ID# 97702 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery was near normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.